Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart when the patient was connecting the infusion set. Reportedly, the location of detachment was near the quick release. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to their body. Also, there was no stress or pull on the tubing. The patient stated that the reservoir was empty and no leakage was observed. No further information available.